Manufacturer narrative:
Information indicates that product return is not expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. The boston scientific representative provided additional information that lead impedance was trending up over time to 1000 ohms over one year ago and the threshold was also trending up slightly. There were no patient symptoms. The patient was scheduled for a therapy upgrade from an implantable cardioverter defibrillator (ICD) device to a cardiac resynchronization therapy defibrillator (crt-d) system, so it was decided to replace the rv lead at the same time. No additional adverse patient effects were reported.